Manufacturer narrative:
Block h6: medical device problem code: a0401 captures the reportable event of basket wire break. Block h10: the returned trapezoid rx basket was analyzed, and a visual evaluation noted that the basket wires were cut and the working length was kinked. The photo provided by the costumer also showed the basket wires were cut. Additionally, it was observed that the thumb ring was detached and it presented marks of attachment. A microscope inspection revealed that the cut ends on the basket wires were performed by a mechanical tool. No other issues were noted. The reported event was confirmed. Based on all available information, the kinked working length may be related to user manipulation, some technique applied during procedure, and/or tortuous anatomy. Once the working length was kinked, the user could have experienced some resistance while trying to actuate the handle. This may have led to the user to applying extra force that resulted in detaching the thumb ring. The cut basket wires were inspected under magnification revealing that a mechanical tool was used to perform the cut. This may be related to some technique applied by the user during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was to be used in an endoscopic retrograde cholangiopancreatography (ercp) procedure performed (B)(6) 2021. During unpacking, the basket wires was found broken but were still attached to one end as confirmed by a photo submitted by the customer. Another trapezoid rx basket was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was to be used in an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During unpacking, the basket wires was found broken but were still attached to one end as confirmed by a photo submitted by the customer. Another trapezoid rx basket was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.